Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The device passed extended self-test (est), the short self-test (sst), and the performance verification test (pvt). (B)(4).

Event description:
Covidien received information that an 840 ventilator was inoperative. The device was not being used on a patient when event occurred.